Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated the insulin pump was not wet or dropped. Her blood glucose level was 116 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had an unresponsive down arrow button due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.